Event description:
A distributor reported a malfunction identified as 16-0x20e6 involving an insulin pump. The customer's blood glucose level was recorded at 148 mg/dl, which was within normal range. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.